Event description:
Event description cpi received information that the rate sensing portion of this endotak dsp lead was capped and removed from service, due to oversensing caused by a lead fracture. The high voltage portion remains active. A new rate sensing lead was implanted.